Manufacturer narrative:
(B)(4).

Event description:
It was reported "uring catheterization, when the catheter followed the guidewire to the catheter placement site and was ready to be linked to the balloon catheter, it was found that there was blood in the protective sleeve of the fixation flap, which made it unusable, and it was then pulled out and replaced with a new catheter". The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was two (2) 0.025in guidewires, a super arrow-flex (saf) sheath, the long and short arterial pressure tubing, the supplied 40cc driveline tubing and the 60cc syringe. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted in the iabc cath-gard. A kink to the iabc central lumen was noted at approximately 74cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0074in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the cath-gard was moved towards the iabc distal tip. Under microscopic inspection, no visual damage or abnormalities were noted to the cath-gard cuff. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 33m and 75cm from the iabc distal tip, which is the location of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "there was blood in the protective sleeve of the fixation flap" is confirmed. During visual inspection, blood was found in the iabc cath-gard. The cause of how the blood entered the cath-gard sleeve could not be confidently determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the blood in the cath-gard. The root cause of the blood in the cath-gard is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "uring catheterization, when the catheter followed the guidewire to the catheter placement site and was ready to be linked to the balloon catheter, it was found that there was blood in the protective sleeve of the fixation flap, which made it unusable, and it was then pulled out and replaced with a new catheter". The second iab was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".